Manufacturer narrative:
Lot manufacture date: (B)(6) 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The issue was identified before use. It was further reported that there was fluid accumulation inside the bag that contained the unit and that the blue winged cap was found in a tight state. There was no patient involvement. No additional information is available.